Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who had been receiving baclofen (concentration and dose unknown) via an implantable pump for multiple sclerosis and intractable spasticity. At the time of pump replacement there was no medication in the pump and there had not been since 2002, the pump had no drug due to insurance issues. Patient stated that he was told by the doctor that the pump can only go one week without having medicine in it. If the pump was longer than one week, the pump would have to be explanted and a new one implanted, the patient chose to not have that done. The patient experienced sudden pain at pump site beginning spring 2016; he was told that he could keep the pump in the body unless it was bothering him. Patient stated that he tends to lose approximately 25 pounds in the summer and he was not sure if the pain was from the skin being tighter over the pump as patient would get sudden pains every once in a while around the pump implant site. The pain would come suddenly and sharp and then would go away. The patient elected to have the pump removed on (B)(6) 2016. This was not an out of box failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.